Event description:
It was reported that caller experienced cgm error and could not continue normal sensor use. There was no reported impact to the customer¿s blood glucose level. Caller contacted support, received full instructions to reset pump, completed pump reset with guidance, confirmed error did not return, and successfully started new sensor session; no additional issues were reported.